Manufacturer narrative:
(B)(4).

Event description:
It was reported that one week post implant, patient presented for follow-up with significant hematoma around the device site. Significant clots were removed and minor arteries were cauterized. The procedure went well and patient's condition was stable.